Event description:
A report was received that the patient will undergo an explant procedure with an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure with an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will be explanted due to inadequate stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-70, serial/lot #: (B)(4), description: linear lead with enhanced stylet, 70cm.